Manufacturer narrative:
The company service representative examined the system and confirmed the failure. He replaced the display sub-arm assembly. Investigation, including root cause analysis is in progress.

Event description:
The customer reported that when they turned the system on, the screen went blank. The problem occurred at the beginning of the day, before any surgical procedures were started. A total of four cases were cancelled. There was no impact to any of the patients.